Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with cracked case corner of the belt clip rails near the battery compartment, missing reservoir tube o-ring and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged and cracked at the back of the pump. Customer's blood glucose was unknown at the time of incident. No further details given.